Manufacturer narrative:
Correction: e1, e2 and e3, were inadvertently omitted from the initial report. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Reprocessing is described in the instructions, for use in the following: chapter 6: compatible reprocessing methods and chemical agents. And chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of reduced angulation was confirmed; however, the coating and white lines on the insertion tube was not confirmed. Additional issues were identified during the device evaluation: up/down knob was dirty; connecting tube was wrinkled; due to wear of angle wire, bending angle in the down, left, and right directions did not meet the standard value; scope connector and connecting tube were scratched; reduced angulation; due to deformation of the nozzle, water removal ability did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the right and left knobs was out of the standard value; grip was dirty; distal sheath was discolored; distal end was scratched; right/left knob was dirty; universal cord had discoloration; due to wear of angle wire, the play of the up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing, the evis exera ii ultrasound gastrovideoscope presented with reduced angulation and wrinkles in the connecting tube. Additionally, the coating and white lines at the insertion tube were coming off, and the markings were unclear. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the forceps elevator had foreign material. This report is to capture the reportable malfunction of a foreign substance found on the forceps elevator noted at estimation.